Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the patient had moles on their back and the lifevest irritated the moles and caused bleeding. There was no alleged device malfunction contributing to the irritation. The patient was admitted to the hospital and was given triple antibiotic cream. The medical outcome is unknown.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the patient had moles on their back and the lifevest irritated the moles and caused bleeding. There was no alleged device malfunction contributing to the irritation. The patient was admitted to the hospital and was given triple antibiotic cream. The medical outcome is unknown. Supplemental report 9/16/2021.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.